Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The supplied images present a tensile overload fracture of the core wire an unknown distance from the distal tip with subsequent stretching of the outer coil wire. The exposed core wire proximal of the fracture presents multiple bends in the deformed small diameter curve portion of the curved distal tip. The bend damage appears consistent with manipulation of the wire while advancing against resistance. The overload fracture and stretched coil wraps are consistent with withdrawing the wire against resistance prior to and following the overload fracture. As indicated in the device instructions for use, warnings: ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. ·never advance the guidewire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. Our investigation was unable to confirm that the product did not meet specification prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
A safari2 guidewire was used during a transcatheter aortic valve replacement (tavr) procedure. During the procedure, the safari2 guidewire got stuck on the catheter which caused unraveling at the tip of the guidewire. The safari2 guidewire was removed and replaced. The procedure was completed with another of same device.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each safari2 275cm xsml crv; returned reloaded into the dispenser assembly with the distal tip end lodged within the detached introducer and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a tensile overload fracture of the core wire an unknown distance from the distal tip with subsequent stretching of the outer coil wire. The 6.00cm of exposed core wire proximal of the fracture presents multiple spiral bends in the deformed small diameter curve portion of the curved distal tip. The bend damage appears consistent with manipulation of the wire while advancing against resistance using torsional loads. The overload fracture and stretched coil wraps are consistent with withdrawing the wire against resistance prior to and following the overload fracture. The extensive deposits of dried blood-like material, combined with the distal tip of the device being lodged within the introducer, indicates the wire was removed from the patient and during the attempt to re-insert the wire it became lodged within the introducer. Subsequent attempts to remove the wire from the introducer led to the fracture presented by the specimen. As indicated in the device instructions for use, warnings: do not torque this guidewire. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. ·never advance the guidewire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.